Event description:
It was reported that the 6600 system had an intermittent problem with the power supply. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.